Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days post implant, the right atrial (ra) lead had dislodged. A revision was performed to replace the lead. When the physician attempted to insert the pin of the atrial lead back into the ra port, the wrench would not engage the set screw and would turn freely. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.